Event description:
It was reported that a 2.5x12 xience v stent was implanted in the distal left circumflex artery 18 months ago. Proximal edge restenosis was diagnosed and a 2.5x18 xience v stent was implanted for treatment of the restenosis. During implantation of the stent, a dissection occurred at the proximal edge of the stent. A 2.75x18 xience v stent was deployed to treat the dissection. The procedure was completed successfully, and there was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) (patient selection). Guide wire: floppy ii es; inflation: medtronic; guide cath: 6f jl 3.5; sheath: cordis; stent: xience v 2.5 x 12; 2.75 x 18 xience v. The xience v 2.5 x 12 indicated is being filed under a separate medwatch MFR number. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. In this case, the dissection was treated with additional stenting (additional therapy/ non surgical treatment). The 2.5x18mm rx xience was used to treat restensosis of a previously implanted stent. It should be noted that the IFU states the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported dissection. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.